Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing)/2367 alarms, which occurred on the homechoice (hc) during use. The patient was connected at the time of the alarm. During troubleshooting, it was found that a supply bag had fallen and disconnected. The technical service representative (tsr) explained the message to the caregiver (cg) and informed to him to use manual bags and to inform the registered nurse (rn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The system error 2240 alarm is confirmed due to caregiver describing the supply bag fell and disconnected which can introduce air into the system and cause the alarm.